Event description:
It was reported that when the subject coil was inserted into the microcatheter the first loop of the coil got deployed within the microcatheter. No further information is available.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). B1 - adverse event/product problem - corrected - no product problem. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H1 - type of reportable event - corrected - no malfunction. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked. The main coil was not detached and seen to be kinked/bent. A functional inspection was not required as the reported event was not confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿main coil prematurely detached/separated during¿ use was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that there was deployment of the first loop in the micro-catheter as soon as the coil is inserted, on leaving the sheath. No further event details were provided. The device was returned for analysis, and it was confirmed that the coil had not detached or separated from the delivery wire. The main coil was kinked and the delivery wire was kinked. An assignable cause of not confirmed was assigned to the reported event of ¿main coil prematurely detached/separated during use¿. The issue included a returned product review (visual, physical, and performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Based on a review of all available information it is probable that procedural factors caused the analyzed events of ¿main coil kinked/bent¿. This damage appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed event of ¿coil delivery wire kinked/bent¿ appears to be associated with handling of the product or portion of the product during the procedure / upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned. ¿the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.¿.

Event description:
It was reported that when the subject coil was inserted into the microcatheter the first loop of the coil got deployed within the microcatheter. No further information is available.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that there was deployment of the first loop in the micro-catheter as soon as the coil is inserted, on leaving the sheath. No further event details were provided, and the product was not returned. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that when the subject coil was inserted into the microcatheter the first loop of the coil got deployed within the microcatheter. No further information is available.